Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician (biomed) reported that a dialyzer blood leak occurred during a patient¿s hemodialysis (hd) treatment. The biomed also reported the presence of visible blood in the drain line. Additional information was obtained through follow up with the facility's clinic manager (cm). The cm stated the internal leak was also visible in the dialysate compartment of the dialyzer. The blood leak reportedly occurred immediately upon initiation of treatment. The machine, a fresenius 2008t, alarmed with a blood leak alert. Fresenius bloodlines were also being used. A blood test strip was used to test for the presence of blood, and it tested positive. There was no damage identified on the dialyzer. After the machine alarmed, the treatment was halted. The patient¿s blood was not returned; estimated blood loss (ebl) was approximately 200 ml. The cm confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient was able to complete treatment after being re-setup with new supplies on a different machine. The dialyzer was reportedly available to be returned for a manufacturer evaluation.

Manufacturer narrative:
Additional information: d10, h3 plant investigation: the complaint device was returned to the manufacturer for physical evaluation. The corporate provided blood port and adapter caps were returned attached to the dialyzer. Blood was present throughout the fibers and in both ends of the header caps. During the visual evaluation, a potted fiber fragment was identified through the dialyzer housing at approximately 270 degrees on the cavity ID end, with the dialysate ports situated at 0 degrees. The returned sample was subjected to a laboratory bubble point test. A leak was observed as a steady stream of bubbles emanating from the same area where the fiber fragment was identified. The dialyzer was then subjected to destructive disassembly for further visual examination. The fiber fragment that was identified measured approximately 0.70 mm in length. The opposing end of the fiber could not be isolated. Further examination of the fiber bundle did not identify any other damage or irregularities. The inferior surfaces of both polyurethane potting ends were examined for voids; no voids were noted. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was then conducted by the manufacturer. The production record identified one non-conformance (nc) in the production of the lot, and the nc was unrelated to the complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. The investigation into the complaint was able to confirm the reported event.